Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received and acknowledged an altitude alarm, but forgot to resume insulin delivery. Customer reported a blood glucose (bg) level of 390 (mg/dl). During troubleshooting with tandem technical support, customer was able to resume insulin delivery.